Event description:
It was reported that during the usage of a nitric oxide device inline with the ventilator, the displayed exhaled tidal volumes on the ventilator were consistently 10ml less than the inhaled volumes. There was no patient harm. (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. Provided ventilator logs confirm the reported alarms for low expiratory minute volume. It was reported that a nitric oxide inomax device was connected inline with the ventilator. Getinge has not tested, approved, or recommended the use of the inomax no device in tandem with this ventilator system. Therefore the consequences of its use with our ventilator are unknown but the reported alarms are most likely a result of this off label use.

Event description:
Manufacturer's ref #: (B)(4).